Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received stated that there were no further alarms. Per engineers, there was likely a phase to phase short. There was no patient symptoms reported. No other plan was to be done at the time.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low speed and pump stomp events; however, a direct cause for these findings could not be conclusively determined through this evaluation. The submitted log file captured low speed and pump stop events while the patient was reportedly supported by an ungrounded cable and the power module. These events were associated with low speed advisories, low speed hazards, low flow hazards, and pump off alarms. No other unusual events or alarms were captured. Based on previous complaint experience, the pump stops and hazard alarms captured in the submitted log file could be indicative of a potential issue with the driveline; however, a specific cause for the alarms cannot be conclusively determined through the evaluation of the returned driveline. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number vad-16520. No further issues have been reported at this time the relevant sections of the device history records for vad-16520 were reviewed and showed no deviation from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had several pump stops. The driveline was connected, and the patient was on wall power and one battery at the time of the event. Log files were sent for review. The log file captured low speed and pump off events on 14oct2025 at 20:06 through 20:07 while using the power module. This resolved when placed on battery power. Both power leads were connected to the patient cable during these events. The patient was on an orange grounded cable at the time of the stops. X-ray images were provided. Externally, there was not any obvious areas of breakdown in the shielding. An area internally looked kinked and had an abrupt angle in lieu of a curve.